Manufacturer narrative:
One medfusion 4000 pump was received for the evaluation of the reported event. The pump was received with both seals intact. A manufacturing device history review, DHR, was performed and no causes or potential causes to the customer's reported problem were found during the DHR review. The error history log, ehl, showed primary audible alarm background test as well as acu watchdog as a sympathy alarm. To further investigate the reported event, a power up test was performed as well as a infusion/occlusion test and the reported issue could not be duplicated. The root cause could not be confirmed as there was no external damage or contamination to interconnect board or speaker. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection and the speaker was replaced as preventive measure.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had an acu watch dog failure. It is unknown if there was a patient involved.